Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition/migration of essure device location of device: uterus"), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") and suicidal ideation ("suicidal ideation") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: implanon from 2008 to (B)(6) 2011 and iud from 2007 to 2008; for an unreported indication: lexapro from (B)(6) 2010 to (B)(6) 2011 and clonazepam from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included morbid obesity and gastrointestinal disorder since 2012. Concomitant products included levothyroxine from (B)(6) 2018 to (B)(6) 2018, omeprazole from (B)(6) 2017 to (B)(6) 2018 and ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2015. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), fungal infection ("yeast infection"), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), irritable bowel syndrome ("ibs"), constipation ("constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and abdominal pain lower ("abdominal pain\ severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, suicidal ideation, vulvovaginal pain, abdominal pain lower, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, constipation and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, suicidal ideation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "depression, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, yeast infection, anxiety, suicidal ideation, malposition of essure device location of device: uterus, bladder problems or changes, urinary problems or changes, migraines, headaches, nausea,, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, ibs, constipation" were added. New reporter were added. Product implant date was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition/migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. 922602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: implanon from 2008 to (B)(6) 2011 and iud from 2007 to 2008; for an unreported indication: lexapro from may 2010 to december 2011 and clonazepam from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included lower gastrointestinal disorder since 2012, obesity, nickel sensitivity, swollen lymph nodes, nephrolithiasis, flank pain, urinary retention, fever and irregular periods. Concomitant products included levothyroxine from (B)(6) 2018, omeprazole from (B)(6) 2017 to (B)(6) 2018 and ondansetron (zofran) from (B)(6) 2015. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)"), suicidal ideation ("suicidal ideation"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), fungal infection ("yeast infection"), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), constipation ("constipation") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and abdominal pain lower ("abdominal pain\ severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, suicidal ideation, vulvovaginal pain, abdominal pain lower, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, constipation and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, suicidal ideation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: trailing coils left 5 right 3 other findings during the hysterectomy are noted here. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2012: this exam shows expected total occlusion of the bilateral fallopian tube. Case discussed with dr. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, vaginal pain, migraine, anxiety and depression most recent follow-up information incorporated above includes: on 6-feb-2020: mr received: lot number,reporter information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition/migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. 922602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: implanon from 2008 to (B)(6) 2011 and iud from 2007 to 2008; for an unreported indication: lexapro from (B)(6) 2010 to (B)(6) 2011 and clonazepam from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included lower gastrointestinal disorder since 2012, obesity, nickel sensitivity, swollen lymph nodes, nephrolithiasis, flank pain, urinary retention, fever and irregular periods. Concomitant products included levothyroxine from (B)(6) 2018 to (B)(6) 2018, omeprazole from (B)(6) 2017 to (B)(6) 2018 and ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2015. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)"), suicidal ideation ("suicidal ideation"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), fungal infection ("yeast infection"), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), constipation ("constipation") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and abdominal pain lower ("abdominal pain\ severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, suicidal ideation, vulvovaginal pain, abdominal pain lower, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, constipation and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, suicidal ideation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: trailing coils left 5 right 3 other findings during the hysterectomy are noted here. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion; on (B)(6) -2012: this exam shows expected total occlusion of the bilateral fallopian tube. Case discussed with dr. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, vaginal pain, migraine, anxiety and depression. Lot number: 922602, manufacturing date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("abdominal pain\ severe cramping"). The patient was treated with surgery (remove the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.